Manufacturer narrative:
The investigation of positioning issues has been completed. The impella device was not returned for evaluation. Reported the patient vomited which moved the pump out of position with impella in aorta alarms. The pump was pushed back into the ventricle without the guidewire but unable to reposition pump using echo and under fluoro. Pump was removed. The root cause of the positioning issue was most likely patient movement since the improper positioning occurred when the patient vomited. E4 should have been left blank on the initial manufacturer device report number 1220648-2025-26685 as it is unknown if the initial reporter also sent the report to the food and drug administration.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that a patient in cardiogenic shock from an acute myocardial infarction implanted with an impella cp device for mechanical circulatory support (mcs) experienced positioning issues that resulted in explant with replacement of the device. The patient would subsequently expire. The patient presented to the emergency department with chest pain, shortness of breath and hypotensive. The patient was on two pressors and had an ejection fraction of 15%. Of note, the patient declined cardiothoracic surgery three years prior. The patient was transferred to the catheterization lab for an impella cp device placement and possible percutaneous coronary intervention. The impella cp device was implanted via the right femoral artery without incident. Catheterization revealed severe left main artery disease. The patient now on impella mcs was chest pain free and normal electrocardiogram. The physician made the decision not to intervene and consult with cardiothoracic surgery. The patient was sent to the unit on support and vomited on arrival. It was noted approximately two days after start of the support, the pump was pulled back into aorta and repositioned at bedside. The position was questionable, however. The patient was transported out to a heart failure hospital and on arrival, the pump positioning was still questionable. Multiple attempts, therefore, were made to reposition, and all were unsuccessful. The patient was brought to the catheterization lab for repositioning under fluoroscopy; however, this attempt too was unsuccessful. The decision was made to explant and replace with a new impella cp device which was completed for continuation of therapy. However approximately 1.5 days later the patient expired on support. No further details around the demise were provided. Although the impella cp device was explant and replaced prior to the patient's demise association cannot be excluded given the positioning difficulty encountered and potential compromise to circulatory support.